Manufacturer narrative:
Additional information: d9, h3, f10/h6: component codes, h6, h11. H11: the device was received for evaluation. A review of the event history log (ehl) revealed multiple occurrences of flange sensor failure. A functional flange sensor test was performed with no issues noted; the reported alarm could not be reproduced during testing. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the issue could not be determined. No repair was required for this event. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed system error 21502 (flange sensor failure) repeatedly. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.